Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (ATP) and multiple shocks for episodes of atrial fibrillation (AF) with rapid ventricular response (RVR). Technical Services (TS) reviewed the episode and noted that the device has a very specific programming for the patient's condition. The patient was moved to the emergency room (ER) where programming changes where made. The patient was later admitted to the hospital to be monitored. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.